Event description:
After the drilling with the twist drill, the surgeon tried to insert the screws into the chin bone and the screws fractured.

Manufacturer narrative:
The macroscopic and microscopic examination revealed that both screws broke as a result of too high torsional forces during the insertion. Indications for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation no indication was found for any device related issue.